Event description:
The customer reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer was advised to try a different charging method but was unable to, as they did not have an alternative charging cable. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping, and the customer was advised to rely on multiple daily injections (mdi) if the pump battery depleted before receiving the new charging supplies. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.